Manufacturer narrative:
H.6. Investigation summary since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in the description of the event. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that blood leakage occurred at catheter and hub junction with an unspecified bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent CT enhancement examination, and the connecting part of the needle tube of the puncture needle was damaged, resulting in blood leakage of the patient. When puncture was found, the patient was replaced in time, and no adverse injury was caused to the patient, and it was reported to the department leader.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that blood leakage occurred at catheter and hub junction with an unspecified bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: the patient underwent CT enhancement examination, and the connecting part of the needle tube of the puncture needle was damaged, resulting in blood leakage of the patient. When puncture was found, the patient was replaced in time, and no adverse injury was caused to the patient, and it was reported to the department leader.